Event description:
Alleged the head motor is lowered and humming and the knee section will run down unintentionally as soon as it is raised beyond the low limit.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.